Manufacturer narrative:
(B)(4). Approximate age of device ¿ 51 days. The pump was returned for evaluation. Upon disassembly of the pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and cup. The thrombus rings appeared to have evidence of laminated layering, which indicates that they were present while the pump was supporting the patient. The thrombus rings were similar in color and structure which suggests that they were a single formation prior to disassembly of the pump. The thrombus formations found in the pump could have contributed to the reported hemolysis, and would have also created additional resistance of the spinning rotor, potentially contributing to the reported evaluations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. The instructions for use lists hemolysis and thrombosis as potential adverse events associated with the use of the heartmate ii left ventricular assist device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, during the patient's routine follow-up visit, it was found that the patient's inr was subtherapeutic and the lactate dehydrogenase (ldh) level was 593 u/l. The patient reported continuous high estimated flows of 10 lpm and higher, and pump powers of 8 watts and higher. The patient was kept on lovenox and the ldh levels were monitored. On (B)(6) 2016, a repeat ldh level was 923 u/l. On (B)(6) 2016, the patient was admitted to the hospital with hemolysis and subacute pump thrombus with an ldh of 1040 u/l. The patient stated that after starting the lovenox injections, a macular rash developed on the patient's arms, legs and torso. On (B)(6) 2016, the patient's plasma free hemoglobin was elevated at 141.9mg/dl and the ldh was 1008 u/l. At the time of the event, the patient was taking aspirin, warfarin, and persantine. On (B)(6) 2016, the patient underwent a subcostal pump exchange. The patient's flows and pump power were stable after the exchange.